Event description:
On (B)(6) 2010, on call back from patient's father regarding ongoing concerns with air bubbles in the insulin cartridge with her primary infusion device, the father reported the patient was advised to go to backup infusion device, they switched her over to the backup infusion device and she is still having issues with air bubbles in the cartridge. Verified that this is happening the 2nd or 3rd day after using the cartridge. Attempted to troubleshoot concern, but father states he has been through this several times and also has met with trainer about the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.